Event description:
Boston scientific received information that this device was returned 13.3 months after the patient passed away. The patient had presented to an emergency room with an agonal rhythm at 40 beats per minute (bpm) with no capture. It was reported that the patient was experiencing renal failure with an elevated potassium level. Device interrogation at the time showed no anomalies with the device or lead. Device pacing outputs were increased to maximum levels, which resulted in a brief period of capture. The patient later passed away. A nurse had questioned whether the device was working, but the patient's physician indicated there were no allegations against the device or its functionality.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial analysis and testing showed the battery had depleted to a point where therapy verification testing could not be conducted. Portions of the circuitry, including the battery, were isolated and tested. Final analysis determined that a high current condition existed and that premature battery depletion occurred due to low-voltage capacitor degradation. Review of the data stored in device memory, including eight episodes with anti-tachycardia pacing (atp) or shock therapy delivery on the reported date of the patient's death, indicated that device sensing functionality and therapy delivery were not affected by the low-voltage capacitors.